Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012166190); product type: 0195-heart valves; section d references the main component of the system. Other relevant device is: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012227094); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve in a patient with a previously implanted surgical aortic valve, left coronary protection was performed. During placement of the guidewire in the coronary artery, the patient's blood pressure dropped, and the valve was quickly deployed. Percutaneous cardiopulmonary support (pcps) was initiated after the valve was implanted. The patient's hemodynamics and blood pressure were stabilized, and the pcps was removed. It was confirmed that there were no problems with the coronary flow in the final contrast study, and the procedure was completed. An intra-aortic balloon pump was inserted and the patient left the procedure room.